Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent would not deploy (male patient; age and weight are unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted on the delivery catheter and that the outer sheath was retracted from the catheter tip. The catheter shaft was kinked in several locations, which precluded the ability to attempt stent deployment. Further analysis noted that, although it was possible to retract the outer sheath, some resistance, was felt which was likely due to the kink in the catheter shaft. The cause of the reported malfunction is determined to be related to operational context.